Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that the insulin pump alarm off no power. Customer's blood glucose at time of incident was 170 mg/dl. The customer has already inserted new (B)(4) aaa alkaline battery, advised to monitor pump. The customer reported via phone call indicating that the insulin pump alarm battery out limit. Customer's blood glucose at time of incident was 414 mg/dl. Customer had already change battery. The customer reported via phone call indicating that the insulin pump had blank display customer's blood glucose at time of incident was 414 mg/dl. Customer already inserted a new (B)(4) aaa alkaline battery and display return. The customer reported via phone call that they had high blood glucose but not hospitalized. Customer's blood glucose at time of incident was 414 mg/dl. The customer was treated for high blood glucose with pump.